Manufacturer narrative:
The manufacturer determined that the hand control failed. It is believed that the lift got wet and that may have contributed to the failure. The maintenance technician at the facility installed a new hand control and the machine has been put back in service. Medcare will also be sending a representative to (B)(6) to review the training on the use of the medcare stand and weigh and medcare stand belt.

Event description:
The caregiver at (B)(6) was lifting a patient out of the shower. The patient was standing straight up with the stand arm fully extended. When the caregiver went to lower the patient back down, the stand would not work. The caregiver tried to get the patient out of the belt so she could sit down the patient manually. As the caregiver tried to get the patient off the belt she heard the patient's shoulder pop. The patient had x-rays and it was determined that his shoulder was broken.